Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.

Manufacturer narrative:
The device was evaluated and found to be within specification. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle for vdw.gold/silver provided error code 2. The event outcome is unknown as of this MDR evaluation.